Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had hardware failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. A field service engineer (fse) ran diagnostics on drawer 2.2 and found several pockets failing in row b. All pockets were removed, the cubie trays were cleaned, and the row board connectors were reseated. The pockets were reinserted, and the power was turned off. The fse checked the pyxibus cable, retractors band and reseated the row board connector. All pockets were verified to have passed in hardware test application, and the customer was able to access previously known failed pockets. The system functioned as intended after the field service engineer repaired the device.